Manufacturer narrative:
The lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal part under the hub of a 6f 100cm amplatz left (al) .75 vista brite tip guiding catheter was twisted, and the catheter was unable to be flushed. The hub then snapped off as the user attempted to torque the catheter. There were no reported injuries to the patient. This was during a second attempt to insert the vista brite tip guiding catheter. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the distal part under the hub of a 6f 100cm amplatz left (al) .75 vista brite tip guiding catheter was twisted, and the catheter was unable to be flushed. The hub then snapped off as the user attempted to torque the catheter. There were no reported injuries to the patient. This was during a second attempt to insert the vista brite tip guiding catheter. Additional information was requested but was not provided. The reported ¿catheter (body/shaft) kinked/bent and catheter (body/shaft) separated¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Factors such as vessel anatomy, user handling, and concomitant devices could be a contributing factor additional force and manipulation of the catheter may have also been a contributing factor the reported event. Continued torquing after the catheter was twisted may have led to the hub separation reported. The instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. The IFU instructs any product with damage to not be used. All catheters require torquing, which is a dynamic process once it enters the patient due to external factors such as temperature, time of exposure in body, individual patient anatomical structures, storage conditions, and operator technique in torquing and manipulating the catheter. If a catheter does not move as expected, the operator is trained to stop and investigate the cause before continuing to avoid further damage to the catheter, such as a separation. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.